Event description:
Oral-b charger burned down [device catching fire]. Case narrative: consumer via social media stated that the oral-b toothbrush charger burned down. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.